Manufacturer narrative:
H6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned with no original packaging. The titanium distal anchor, suture, and distal plug were returned. The distal plug is holding the suture in place inside the distal implant. One proximal body anchor was returned with no visible discrepancy. Bio debris is present. A functional evaluation showed both deployment knobs work as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined. Factors, which could have contributed to the reported event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder procedure, after inserting the anchor of the healicoil knotles, when withdrawing the inserter, the anchor came out as well. The tip of the device remained locked on the sutures. Everything was removed from the patient. The procedure was successfully completed with non-significant delay using a back-up device. No other complications were reported.